Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that between (B)(6) 2024 ten infusion set fell of during use. The infusion set was in use for 2 hours- 1.5 days. The patient bg level was found to be 165mg/dl. No further information available.

Manufacturer narrative:
Iinitial and final MDR (B)(4).